Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 27-may-2024, it was reported by the patient that he was hospitalized for 5 hours because of hyperglycemia and high ketones due to bent cannula . High blood glucose level was 500 mg/dl and treated by IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.